Event description:
Additional information received on 3/21/2023 for report mw5114495 for manufacturer's information. Medtronic, minneapolis, mn.

Event description:
Inspire placed on (B)(6) 2019. On (B)(6) 2022, pt diagnosed with a chest infection. Return to operating room to remove device on (B)(6) 2023.